Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/1/2022 h6 component code: g07002 - device not returned additional information: h6 the following additional information was requested, but unavailable: what is the lot number lot? Lot qhcddh0 appeared to be invalid.---unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: did the tissue suffer from the needle embedded? If yes please explain. All answers above are unobtainable. Once there is any update, we will update the information. Product complaint #(B)(4). The initial reported lot qhcddh0 is invalid. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vaginal wound closure on (B)(6) 2021 and suture was used. During suturing, the needle became embedded in the vaginal wound tissue. The doctor and head nurse jointly removed the needle in the tissue, and confirmed that the suture needle was intact. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * did the tissue suffer from the needle embedded? If yes please explain. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.